Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient¿s controller was displaying the ¿replace generator soon¿ message. The pc app was update accordingly and the message has cleared.